Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a replace now battery without a low battery alert and a power error alarm. The customer's blood glucose was 7.0 mmol/l at the time of incident. The customer was explained that the internal power source in the insulin pump was unable to charge. The customer was advised to update the time and date as needed. The customer was assisted in clearing the power loss alarm. The customer was advised to complete the reservoir and tubing process. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25, the power management graph shows and the detailed trace analysis has confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detail trace confirmed the root cause is the non-sleep anomaly software error. However, the insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm noted in the history file or during our testing. The insulin pump was received with scratched case and a pillowing keypad overlay.